Event description:
Registered nurse was employed at multiple locations and wore and was exposed to latex gloves provided by the various hospitals. Registered nurse alleges suffering from hand dermititis, runny and puffy eyes, runny nose and a subsequent allergy to latex. Registered nurse alleges that she may have to terminate employment.